Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they ran a self test on the insulin pump and received a replace battery alert. The customer's blood glucose level was 120 mg/dl. Contacts are not missing, damaged, or corroded of the battery cap. The battery compartment and spring are neither damaged or corroded. The device will be returned for analysis.